Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined. If additional information is received, supplemental reports will be submitted.

Event description:
The event involved a plumset that the customer stated, "upon inspecting the chemotherapy drug infusion, when the IV pump bag air valve is closed, the drug continues to drip into the bag, but the air valve is cracked and leaking at the bottom." There was patient involvement, however no report of patient harm.